Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl and ketones. The customer delivered correction boluses and bg levels did not decreased resulting in the customer believing their pump was not delivering insulin. Due to bg level, the customer was taken to the emergency room (ER). While in the ER, the customer received treatment in the form of fluids and manual injections. The customer left the ER, with a bg level of 135 mg/dl and in an unstable condition resulting in a subsequent hospitalization. While in the hospital, the customer was treated for diabetic ketoacidosis via fluids and manual injections. The customer was released from the hospital the following day. A system check was performed and insulin was not observed to be dripping out of the cartridge tubing. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.